Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient's scs ipg is inoperable. The patient stated, the ipg has not been recharged for approximately one year. The ipg no longer communicates with external devices. Follow-up identified the patient's scs ipg was replaced with a new one. The patient reported receiving effective stimulation postoperative.